Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. The investigation consists of thirty-six (36) product samples received for evaluation. Visual and functional testing were performed. The product the returned samples were received with their original package closed, inside their original transit cartons. The samples were filled with water; and then connected to the cadd legacy to look for unusual function. The samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The complaint was not confirmed. The root cause of the reported issue was unable to be confirmed.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop reported no disposable alarm. No patient adverse effects reported.